Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant the patient experienced a perforation from the pacing lead. A pericardiocentesis was performed and the lead remains in use. No further patient complications have been reported as a result of this event.